Event description:
Ous MDR - after an implantation duration of 16 days, it was reported that the lead and the ICD were explanted due to perforation of the lead resulting in inappropriate shocks.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed a loss of capture on the rv channel as well as the reported shock delivery due to oversensing of noise. It is highly likely that this clinical observation resulted from the perforation mentioned in the complaint text. Should additional information or the device itself become available for analysis, the investigation will be updated.